Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2025 and suture was used. During an unknown ob-gyn surgery, three or four sutures of vcpb840 were broken. It will confirm later which operation and how caused the breakage. Additional suture was performed to complete the case. No sample will be returned. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify the follow as the event description states "three or four sutures of vcpb840 were broken" and the new information received indicates "- how many devices demonstrated the alleged deficiency?=>1pc" did three or four sutures break during this procedure? Or did only one suture break during this procedure? Additional information was requested the following was obtained: when were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk - how many devices demonstrated the alleged deficiency?=>1pc - did the event occur during one or multiple patient procedures?=>unk - what is the total number of procedures? =>unk - could you kindly provide the lot number, please? =>unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions: (B)(6) -lot number of (B)(4): (B)(4) => unk. The following information was reported: the sales rep reported this issue to qa of jjkk as an issue of interceed kit (product code: obgyn2.) Based on the spec of the components in ogbyn2, we judged that the product code in question is vcpb840d. This is the reason why the product code was registered as vcpb840d in this pc.) D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested; the following was obtained: how many devices demonstrated the alleged deficiency? (B)(4). Did three or four sutures break during this procedure? Maybe, yes. Or did only one suture break during this procedure? H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former, and one winding former with one needle suture combinations were received for analysis. The product code vcpb840d is control release and contains (B)(4). Upon initial inspection of the sample, the needle-suture combinations were dispensed without problems and examined along the strands, no issues related to breakage sutures were observed. The product code vcpb840d contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Per the condition of the suture, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.